Manufacturer narrative:
Follow-up #1: date of submission 10/20/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/30/2015 with the following findings. On investigation, the alleged no power issue was not duplicated in the evaluation. Review of black box history found consecutive power-on-reset events 10 days before the complaint date. Caps were not returned and using test caps, the pump powered up to a distorted display screen with auditory and vibratory features. The keypad buttons were unresponsive. The remaining testing was unable to be performed and the power issue was not fully investigated. The keypad cover was intact and no contamination was found under the button contacts. Related to the complaint, moisture intrusion was evident on the display and a pump casing crack was found between the display lens and the case seal. A leak was demonstrated in a leak test where the crack is located. Pump casing was opened, evidence of moisture contamination was found on the keypad connector wire, the display screen and various other internal components.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump did not power up and moisture was evident in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.